Event description:
Same case as MFR report #: 2134265-2009-05225. It was reported that during a percutaneous coronary interventional procedure, the atherotome blade chipped following difficulty removing the balloon from the pt. The greater than 75% stenosed lesion was an in-stent restenosis of a taxus express2 stent in the mildly tortuous left coronary artery (lca). Initial deployment details are not available. The flextome mr balloon was dilated one time, however, atms and how long it was inflated are unk. The physician deflated the balloon, however, upon attempts to remove the balloon from the lesion, the physician encountered significant resistance. The physician pulled the flextome monorail balloon catheter, and the balloon was able to be removed. However, upon removal, it was noted that the distal portion of one of the blades had broken off. The locations of the blade fragment is unk. The physician completed the procedure with implantation of a 2.5 x 8mm taxus liberte stent in the isr lesion. Pt status was reported as 'good'.